Event description:
The customer reported that her insulin pump kept resetting itself to rewind and she could not bolus. The caller stated that while changing the infusion set and pressing the activate button the device alarmed and insulin squirted out. The blood glucose reading was 151mg/dl. Troubleshooting was performed, and the drive support cap was sticking out. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to loose drive support disk. Cracked lcd display window corners noted.